Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the cause of the event was thought to be the weight loss of the patient. Surgery to place a new battery was completed to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the replacement surgery took place on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for gastric stimulation. It was reported that the patient was getting shocked at their ins site in their lower abdomen. The patient was in the emergency room (ER) with that complaint. It was noted the hcp did a CT scan and the hcp said the lead and ins location looked appropriate and there was no evidence of infection. It was also noted that the patient had lost 50 pounds in the past several months, but the hcp didn¿t know if that was related to the pocket discomfort. There was no known trauma and the patient was still getting therapy and there were no changes to therapy benefit. The hcp asked for a rep to come and turn the ins off. The next day, it was reported that the patient had pain at the site of the battery after the weight loss. Diagnostics found the impedance reading was 736. The hcp determined that the battery was hitting a rib when the patient was moving, causing pain. The patient was scheduled for a surgery for (B)(6) 2020 to reposition the battery away from the rib. No further complications were reported or anticipated.